Event description:
Received ifuse surgery that left me disabled. I obtained my medical records recently, and I believe I was not a candidate for that procedure and the product. The ifuse rods failed to fuse my left si joint. I had the surgery (B)(6) 2013. The fact that I sought treatment for low back pain which my medical records state. I have l5/s1 herniated/bulging disc with l5 facet joint hypertrophy and early onset of arthritis which I am being treated by a rheumatologist. My images one month prior to si joint fusion state, that my si joints were normal but my lumbar was not. This surgeon received money from si bone for doing these ifuse surgeries. He neglected to inform me that my insurance company considered it experimental and has turned me in for collection of the bill. I went from working full time as a nurse to being disabled and on (B)(6).